Event description:
It was reported that the pt states he has right groin pain and weakness and that at time, his leg wants to give out under him and he as fallen down.

Manufacturer narrative:
Information was forwarded drom the owner establishment, zimmer inc., which markets the devices in the u.s.